Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02667. It was reported the patient is not receiving effective stimulation coverage from the scs system. The patient also stated stimulation was turned off due to feeling pain when stimulation was turned on . The patient was advised to turn down the strength of the stimulation, which did not resolve the issue. Diagnostics revealed low impedance values on multiple lead contacts the patient has fallen multiple times within the past year. Reportedly, the patient did not show an interest in reprogramming sessions for further troubleshooting. The patient may undergo surgical intervention as the next course of action.